Event description:
The patient was revised because of osteolysis, wear of the insert and loosening of the femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported polyethylene wear and loosening without the products to examine. It was noted the products were implanted for approximately 14-1/2 years prior to revision. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.